Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection found the rim of the liner to be scratched and gouged. Scratching and pitting were observed on the outer radius. The barb is damaged and deformed in multiple places to the point that poly strands protrude from the liner. No dimensional analysis will be performed due to the implantation and removal of the device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 010000668, g7 pps ltd acet shell, lot # 6081830, item # 010000743, g7 neutral arcomxl lnr , lot # 3822583, item # 010000743, g7 neutral arcomxl lnr , lot # 3575886. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-10777, 0001825034-2018-10778, 0001825034-2018-10779, 0001825034-2018-10780.

Event description:
It was reported that multiple liners would not seat in cup. After the third liner, the surgeon removed the cup, and implanted an alternate cup. The third liner was then used and seated successfully. The malfunction caused a 45 minute surgical delay. Attempts have been made, and no further information has been provided.